Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when performing the routine procedure for the initiation of hemodialysis, blisters/bubbles were observed on the silver-ion glove/sleeve of the catheter, which caused catheter extrusion and low flow in the procedure. Patient symptoms or complications associated with this event include bleeding in the ostium. There was no patient injury.

Manufacturer narrative:
Device history review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. All DHR are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation. One photo was provided by the customer. Visual evaluation of this photo was performed. The pictures show a part of the catheter inside the patient and it was observed the section of them has bubbles or blistering. The reported condition has been confirmed with the photo provided by the customer. Based on the available information could not be attributing to manufacturing process. The most probable root cause can be considered as misuse. The customer would be using a different cleaning agent from recommended. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: the distal end of the cannula was severed in two pieces. The nodules on the silver sleeve are a normal part of the function of the device when the silver has been dissolved. A functional evaluation found that the catheter was submerged into a water bath. The ends were clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. Both extensions were tested with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the severed distal end of the catheter may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.